Event description:
It was reported that during a rotator cuff procedure, the top jaw broke off inside the patient. The part was not retrieved. Follow-up investigation: the procedure was to repair a large left rotator cuff tear. The procedure was performed in a surgery center, the surgeon did not want to open the patient`s shoulder to retrieve the small tip. There was a concern that he did not have the correct instrumentation on hand. He did try and locate the tip with the scope but was unsuccessful. The case was completed with a new device and needle. There has not been anything further reported related to this incident.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by user mechanical damage from dropping the device or hitting the device against bone or another device. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.